Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left superficial femoral artery (sfa) with heavy calcification. The 5.5x200 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was inflated once to nominal pressure and ruptured during use. A shorter balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.